Event description:
It was reported that the drug port was leaking. Two ekosonic endovascular devices were selected for use in the bilateral ultrasound-thrombolysis procedure to treat the patient's pulmonary embolism. The ekosonic endovascular devices were placed without issue in the catheterization lab, and the patient was brought to the ICU for treatment. The coolant and drug ports were connected. It was observed that both the drug and coolant port on the first ekosonic endovascular device were leaking, and the drug port on the second ekosonic endovascular device was leaking. The coolant port of the second ekosonic endovascular device was not leaking. The three defective ports were pinched off at the base, and cut behind the "drug"/"coolant" marks. A cannula was attached to each defective port to serve as a connector. The issue was resolved, and the procedure was reported to be completed successfully. There were no reported patient complications. The patient condition was improved post procedure.

Event description:
It was reported that the drug port was leaking. Two ekosonic endovascular devices were selected for use in the bilateral ultrasound-thrombolysis procedure to treat the patient's pulmonary embolism. The ekosonic endovascular devices were placed without issue in the catheterization lab, and the patient was brought to the ICU for treatment. The coolant and drug ports were connected. It was observed that both the drug and coolant port on the first ekosonic endovascular device were leaking, and the drug port on the second ekosonic endovascular device was leaking. The coolant port of the second ekosonic endovascular device was not leaking. The three defective ports were pinched off at the base, and cut behind the "drug"/"coolant" marks. A cannula was attached to each defective port to serve as a connector. The issue was resolved, and the procedure was reported to be completed successfully. There were no reported patient complications. The patient condition was improved post procedure.

Manufacturer narrative:
Updated fields: h6 - impact code: after further review, the impact code was updated from additional device required f2301 to no health consequences or impact f26 to better reflect the reported event.